Event description:
Pleural effusion about 3 weeks after placement. The cuff was not adhered. Medication: soldem3a (electrolyte fluid), sodium bicarbonate, vincristine, etoposide, carboplatin, and heparin. Customer requests to know if any change has been made on the cuff (materials, thickness).